Manufacturer narrative:
A photo sample was received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the reported issue was confirmed; the tubing was kinked. A root cause analysis indicated that this occurred due to user error. If a physical sample is received at a later date, this complaint will be reopened for further investigation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that at the second postoperative day, the tube has collapsed, rendering it ineffective and posing a life-threatening situation for the patient. The chest tube was seriously kinked at the point of entrance (photo). During the thoracic procedure, they developed serious subcutaneous emphysema at early postoperative time. The patient had serious complications and prolonged hospitalization.